Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and vaginal cellulitis ("infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis") in a 34-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birthcontrol: mirena from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included celiac disease (approximate date of treatment (B)(6) 2013), gallbladder sludge (approximate date of treatment (B)(6) 2012), right lower quadrant pain and dysplasia. Concomitant products included levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal cellulitis (seriousness criterion medically significant), menopause ("menopausal"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vision blurred ("blurry vision") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved and the vaginal cellulitis, menstrual disorder, menopause, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal cellulitis, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), salpingitis ("inflammation in fallopian tubes") and vaginal cellulitis ("infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis") in a 34-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test ". The patient's previously administered products included for birthcontrol: mirena from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: ortho-tri-cyclen. Concurrent conditions included celiac disease (approximate date of treatment (B)(6) 2013), gallbladder sludge (approximate date of treatment (B)(6) 2012), right lower quadrant pain and dysplasia. Concomitant products included cetirizine, codeine, levofloxacin, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, nsaid's, paracetamol (acetaminophen) and sodium chloride. In (B)(6) 2010, the patient experienced vaginal cellulitis (seriousness criterion medically significant), menopause ("menopausal"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vision blurred ("blurry vision") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved and the salpingitis, vaginal cellulitis, menstrual disorder, menopause, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, menstrual disorder, pelvic pain, salpingitis, vaginal cellulitis, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet- new event did not underwent for essure confirmation test, inflammation in fallopian tubes were added. Historical and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and salpingitis ('inflammation in fallopian tubes') in a 34-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test ". The patient's previously administered products included for birthcontrol: mirena from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: ortho-tri-cyclen. Concurrent conditions included celiac disease (approximate date of treatment (B)(6) 2013), gallbladder sludge (approximate date of treatment (B)(6) 2012), right lower quadrant pain and dysplasia. Concomitant products included cetirizine, codeine, levofloxacin, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, nsaids, paracetamol (acetaminophen) and sodium chloride. In september 2010, the patient experienced vaginal cellulitis ("infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis/infection (bladder/ urinary tract/vaginal) type"), menopausal symptoms ("menopausal/hormonal changes"), depression ("depression/psychological or psychiatric condition: depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and fatigue ("fatigue/fatigue"). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vision blurred ("blurry vision"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problem- uti"), bladder disorder ("bladder/urinary problem- bladder problem"), urinary tract disorder ("bladder/urinary problem- urinary problem"), cystitis ("bladder/urinary problem- bladder infection"), vaginal infection ("bladder/urinary problem- vaginal infection") and vaginal discharge ("bladder/urinary problem- vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the vaginal cellulitis, menstrual disorder, menopausal symptoms, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menopausal symptoms, menorrhagia, menstrual disorder, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal cellulitis, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and vaginal cellulitis ("infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis") in a 34-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birthcontrol: mirena from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included celiac disease (approximate date of treatment (B)(6) 2013), gallbladder sludge (approximate date of treatment (B)(6) 2012), right lower quadrant pain and dysplasia. Concomitant products included levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015. In (B)(6) 2010, the patient experienced vaginal cellulitis (seriousness criterion medically significant), menopause ("menopausal"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vision blurred ("blurry vision") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016 at the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved and the vaginal cellulitis, menstrual disorder, menopause, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal cellulitis, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the sheath was then removed from the coil and the gold ring visualized. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and medical records received. Events added from pfs - menopausal, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis, depression and mental anguish, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurry vision, fatigue, abdominal pain. Concomitant disease, lot number were added. Incident at the time: of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and salpingitis ('inflammation in fallopian tubes') in a 34-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test ". The patient's previously administered products included for birthcontrol: mirena from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: ortho-tri-cyclen. Concurrent conditions included celiac disease (approximate date of treatment (B)(6) 2013), gallbladder sludge (approximate date of treatment (B)(6) 2012), right lower quadrant pain and dysplasia. Concomitant products included cetirizine, codeine, levofloxacin, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, nsaids, paracetamol (acetaminophen) and sodium chloride. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal cellulitis ("infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis/infection (bladder/ urinary tract/vaginal) type"), menopausal symptoms ("menopausal/hormonal changes"), depression ("depression/psychological or psychiatric condition: depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vision blurred ("blurry vision") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved and the vaginal cellulitis, menstrual disorder, menopausal symptoms, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menopausal symptoms, menorrhagia, menstrual disorder, pelvic pain, salpingitis, vaginal cellulitis, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Event outcome for pelvic pain was updated.reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and salpingitis ('inflammation in fallopian tubes') in a 34-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test ". The patient's previously administered products included for birthcontrol: mirena from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: ortho-tri-cyclen. Concurrent conditions included celiac disease (approximate date of treatment (B)(6) 2013), gallbladder sludge (approximate date of treatment (B)(6) 2012), right lower quadrant pain and dysplasia. Concomitant products included cetirizine, codeine, levofloxacin, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, nsaids, paracetamol (acetaminophen) and sodium chloride. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal cellulitis ("infection (bladder/ urinary tract/vaginal) type: low grade cuff cellulitis/infection (bladder/ urinary tract/vaginal) type"), menopausal symptoms ("menopausal/hormonal changes"), depression ("depression/psychological or psychiatric condition: depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vision blurred ("blurry vision"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problem- uti"), bladder disorder ("bladder/urinary problem- bladder problem"), urinary tract disorder ("bladder/urinary problem- urinary problem"), cystitis ("bladder/urinary problem- bladder infection"), vaginal infection ("bladder/urinary problem- vaginal infection") and vaginal discharge ("bladder/urinary problem- vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the vaginal cellulitis, menstrual disorder, menopausal symptoms, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menopausal symptoms, menorrhagia, menstrual disorder, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal cellulitis, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new events- bladder infection, uti, vaginal discharge, vaginal infection, bladder problem, urinary problem were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.